Event description:
An 8f angio-seal mp device was used to seal the femoral arteriotomy site post percutaneous coronary intervention. The tension spring was placed on the deployed device for 45 minutes; the suture was cut and slight bleeding was present so manual compression was applied. Two hours later, the pulse were absent and a doppler echo revealed absent pulses. The physician concluded the vessel was occluded by the collagen and a percutaneous transluminal angioplasty was attempted. However, the guide wire would not pass through the occlusion. The pt underwent surgery for exploration. The angio-seal device was removed. The surgeon stated the angio-seal was deployed on the vessel and had acheived hemostasis, but the inner arterial wall occluded the vessel. The pt was discharged from the hosp and was recovering. At first the physician thought the inner membrane was injured due to sheath insertion, but sheath insertion was retrograde and the dissection was antegrade. The representative thinks the physician pulled out the system adding manual compression and may have injured the vessel.